Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) \ right fallopian tube with perforated essure") and embedded device ("an embedded metallic segment protruding from the serosal surface.") In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included ovarian cyst, fatty liver, uterine fibroid, pelvic discomfort, multiple allergies, yeast infection, vaginal discharge, ovarian neoplasm, irregular menstruation, perineal pain, post coital bleeding, left lower quadrant pain, lower abdominal pain, paratubal cyst and malposition of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In december 2016, the patient experienced pelvic pain ("pain\ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("alternating right lower back pain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (unilateral salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, fatigue and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered alopecia, back pain, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-essure devices were applied and 3-5 coils were seen inside the endometrium. Placement was confirmed bilaterally and pictures were taken. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: result- essures bilaterally y seen in place; on (B)(6) 2016: result- the left ovary measure 5.93 x 6.24 x 5.04 cm and has a simple cyst measuring 4.4 x 4.5 x 4.4cm. Ultrasound scan - on (B)(6) 2013: result-essure coils seen bilaterally. Ultrasound scan vagina - on (B)(6) 2017: impression: the right ova/y is enlarged and is diffusely heterogeneous with cystic and solid areas. 7.3 cm multi cystic compressible right ovarian lesion with scanty but definite internal flow. Benign or malignant neoplasm is suspected; on (B)(6) 2018: impression_ small uterine mymomas. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, back pain, hair loss, fatigue, fallopian tube perforation." Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received: reporters were added. Case become valid since injury nos was replaced by new specified events: vaginal bleeding, menorrhagia,fatigue, hair loss, pelvic pain, back pain, fallopian tube perforation,device embedded. Lab tests were added. Concomitant conditions were added. Medical histories were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.